Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that the (B)(6) fell off while brushing with the (B)(6), while the regular round (B)(6) stayed securely attached. No injury was reported. 28-mar-2022 follow up via image: the suspect product lot was 99372244. No injury was reported.

Event description:
Fall off during brushing - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via phone stated that the oral-b tri-zone toothbrush heads fell off while brushing with the oral-b toothbrush, while the regular round oral-b toothbrush heads stayed securely attached. No injury was reported. On 28-mar-2022 follow up via image: the suspect product lot was 99372244. No injury was reported. On 20-may-2022 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3764 pro 6000 model d36.545.5x. No injury was reported. On 31-may-2022 case update: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 31-may-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.